Event description:
It was reported an over infusion of blinatumomab. The infusion was initiated on (B)(6) 2024 at 1428 with a (vtbi) volume to be infused of 240ml/24hr. The total volume in the bag was 270ml as blinatumomab is a 24-hour chemo drug overfilled to prevent running dry. At 1400 the pump was beeping, the clinician noted the 270ml bag was empty. A new bag was hung with 28ml tubing. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction: unique device identifier (UDI)# additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the facility report of an over infusion of blinatumomab was not confirmed based on the log review during the investigation. No devices or product were returned for investigation. The facility reported that they expected 240ml to have been infused between 27jul2024 and 28jul2024, was not confirmed. ¿ a review of the programmed infusion for the reported suspect pump module was performed: ¿ on 27jul2024 at 02:25 pm, the pump module s/n (B)(6) was programmed with a primary infusion of drug ID 122 (blinatumomab): ¿ drug amount = 16.7mcg ¿ diluent volume = 240ml ¿ rate = 10ml/hr ¿ vtbi = 240ml ¿ pvi = 239.94 ml ¿ on 28jul2024 at 01:58 pm, there was a fluid side occlusion alarm. ¿ on 28jul2024 at 02:05 pm, the infusion was pause with pvi = 475.34ml. ¿ at 2:08 pm the nurse added a new bag and change the vtbi to 240ml (a new infusion after the reported event). ¿ the event reported by the facility could not be observed in the logs, however the clinical engineering team reported in the emails that they found a problem with the pump because it did not pass the rate accuracy and the patient-side occlusion tests. During an accuracy test of 12ml, the results observed the pump module delivered a total of 12.6ml. The tolerance range for the test is 11.6ml to 12.4ml showing that the pump module was delivering fluid at a higher rate than programmed. ¿ the error percentage of accuracy test was observed to be 5%, considering the data provided by the clinical engineering team in the email, the 5% error observed in the accuracy test accounted for an infusion of a 24 hour period would result in the device infusing a total amount of approximately 252ml when programmed to infuse 240ml. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ inspection and testing of the incident administration set could not be performed as the set was not returned for investigation. ¿ the bd alaris user manual v9.33 states to review and verify that all parameters pre-populated on the system are correct prior to starting the infusion. ¿ there was patient involvement. Root cause: the root cause for the reported event of an over infusion of blinatumomab facility-reported event was not evident in the logs. However, according to the emails, the internal clinical engineering team identified an issue with pump, as they reported that the pump module failed the rate accuracy and patient-side occlusion tests. The rate was noted to be excessively high, with the pump module observed to be over-infusing by delivering fluid beyond the specified limit by 5%.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of blinatumomab. The infusion was initiated on (B)(6) 2024 at 1428 with a (vtbi) volume to be infused of 240ml/24hr. The total volume in the bag was 270ml as blinatumomab is a 24-hour chemo drug overfilled to prevent running dry. At 1400 the pump was beeping, the clinician noted the 270ml bag was empty. A new bag was hung with 28ml tubing. There was patient involvement, but no harm.